Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device detected an alert for low shock impedance out-of-range 14 ohms. Boston scientific technical services reviewed the device data confirmed this out-of-range measurement only occurred once and all other measurements are stable. The next daily measurement was at 52 ohms, normal and within range. It is possible this out-of-range measurement was caused by electromagnetic interference (emi) or noise during the measurement. The patient will continue to be monitored through remote monitoring. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.